Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient had their leads repositioned on (B)(6) 2021 to address the issue. Therapy was restored.

Event description:
Related manufacturer reference number: 3006705815-2021-05809. It was reported the patient's leads had migrated. The issue was confirmed by x-ray. Multiple remote programming session only provided short term relief. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.